Event description:
It was reported that during an unknown procedure, surgeon had placed the device. Nurse then took over to open the trocar - anvil was connected. Surgeon asked the nurse to close device until finger tight, he observed the orange indicator in the middle of the firing zone. He then waited 15 seconds and asked the nurse to try and wind down a bit more. He asked nurse to remove safety and fire device. It was noted that it was extremely difficult to close but they felt it was closed completely. Surgeon leaves length of suture from purse string and noted these were cut through like normal. They then opened device and removed - noting that it was a bit difficult to remove. When the consultant checked the donuts they were complete. When checking the anastomoses he noticed that there was a hole in the anterior of the staple line. When suturing this closed the remaining staple line came on done and the staples had not formed at all - still had straight legs. Staples were removed and anastomoses was hand sewn. The surgery was delayed by 60-minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 01/12/2022. Additional information received: rep to clarify the post op care - initially hcp provided the information that the patient received stoma and the rep contacted the surgeon and was informed that the patient did not received stoma. Patient is perfectly well no issues, no leaks and went home day 3 post op. H11: corrected data = h1, h6 upon review of the information provided, it was concluded that this event does not meet the defined criteria for an adverse event, and is being considered a malfunction. On the previous report (mwr-22122021-0001101997), b1: is an adverse event & b2: is required intervention was not checked. However, based upon the information received that has been captured in h10 for this report, those boxes will not be checked as this is being considered a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. D4: batch # 236a49. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/10/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: was there any infection (ssi) as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes patient was given a stoma. The stoma was temporary. What were the indications for surgery? Cancer. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Nurse ¿ little experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown ¿ originally surgeon checked that the device was in the firing zone ¿ middle ¿ he then asked the nurse to do another tweak after 15 seconds and the surgeon thinks the nurse may have turned the device the open way instead of closed. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to fire? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? They mentioned that they were unsure. Was a complete transection of the white breakaway washer visually confirmed? Unknown. What is the current status of the patient? Patient is perfectly well no issues, no leaks and went home day 3 post op ¿ please correct prior information / patient did not receive a stoma / 1 extra hour of operating time.